Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient's mother that the patient only gets yeast infections when the patient takes antibiotics, and currently has a yeast infection after the patient was given clindamycin post vns implant surgery. The areas of concern are around the incision site, scalp line, and perianal/buttock area. Further information was received that the mother spoke with the physician's assistant, who has prescribed diflucan. The mother stated that the issue is now resolved. The mother indicated that this happens for the patient when antibiotics are prescribed for the patient. No additional relevant information has been received to date.